Manufacturer narrative:
Reporting address state: (B)(6).

Event description:
It was reported to philips that the device did not trigger shock. The device was in clinical use for patient at the time of the event. Related health consequence information is currently unknown, and request has been sent out for such information. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.